Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 531 mg/dl and 128 mg/dl within 10 minutes on the aviva plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.